Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the connector on the cuff is falling off and will not hold its connection on the 7.5. There was no patient injury.